Event description:
Device 1 of 2: reference MFR report # 1627487-2011-06305. The pt (B)(6) received an scs system on (B)(6) 2011 including an ipg and lead extension. It was reported the pt was without stimulation. An x-ray revealed the extension had become disconnected from the ipg. Surgical intervention was undertaken to address this matter. During the procedure, the connection issue was confirmed and visual inspection of the lead extension found it had been twiddled and a portion of it had broken off in the ipg header. Both the pt's ipg and lead extension were replaced, and effective stimulation was recaptured.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.